Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4).

Event description:
A doctor of ophthalmology reported that during a procedure, the last case of the day, there was an occlusion and a power drop in the handpiece. A system message was displayed. The patient was transferred to another facility with an open eye. Additional information requested but not received.

Manufacturer narrative:
This supplement is being filed to correct the value to adverse event and product problem. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided. The company representative provided feedback on this event; he has confirmed that the surgical parameters are different. What is not known is how those parameters were changed from the initial programming (from 200mmhg to 40mmhg-vacuum). As such, the second set of parameters were implemented. The first set of parameters were renamed something different and the surgeon was told ¿not to use these parameters¿ moving forward. This was done to alleviate further confusion. Additional related information was requested but was not provided by the customer. The operator¿s manual states: ¿ensure that appropriate system parameters and system settings are selected prior to starting the procedure. Parameter and system settings include, but are not limited to, ultrasound mode, ultrasound power, vacuum, aspiration flow rate, bottle height, etc. The vacuum threshold setting determines the percentage of the vacuum limit set value at which the ip feature is activated and its specified phaco power is applied. When vacuum reaches and/or exceeds the vacuum threshold, then the system feature, if enabled, is activated. When the vacuum drops below the vacuum threshold value, then the system feature is deactivated. The use of the handpiece, torsional handpiece, u/s handpiece in the absence of irrigation flow and/or in the presence of reduced or lost aspiration flow can cause excessive heating and potential thermal injury to adjacent eye tissues.¿ the company service representative examined the system and was not able to replicate the reported event of poor phaco power. The company service representative was able to confirm system message in the event log. As a preventative measure, the company service representative adjusted the surgeon settings to have higher vacuum. The system was then tested and met all product specifications. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information has been provided. The clock start date on the MDR was originally reported as (B)(6) 2018, the corrected date should be (B)(6) 2018. The manufacturer internal reference number is: (B)(4).